Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment and insulin pump filled with water. No harm requiring medical intervention was reported. The device will be returned for analysis.